Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers were jamming during patient use. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler appears used as there is biological material present on the device. The staples appear aligned. The stapler was returned with 25 staples left in the cartridge indicating that at least 10 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple formed correctly but was unable to release. Another attempt was made and the staple was, once again, unable to release from the device. This was repeated a couple more times with the same result. The stapler was: other remarks: disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the lab inventory stapler was inserted into the returned sample. The stapler was reassembled and the trigger was engaged. Upon engagement of the trigger, one staple properly formed and was able to release. This was repeated a couple more times and most of the staples were able to release, but one staple was unable to release. Next, the anvil from the returned stapler was placed into the functioning lab inventory stapler. The stapler was reassembled and the trigger was engaged. Upon engagement of the trigger, one staple properly formed and was able to release. This was repeated three more times and two of the staples were able to release while the other staple was unable to release. It could not be confirmed that the anvil is the cause of the staples not being able to release. The anvil from the returned stapler was returned to its original stapler. The trigger was engaged again and, this time, the staple was able to properly form and release. The remaining staples were fired and most of them were able to release. It could not be determined what prevented some of the staples from releasing. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what prevented some of the staples from releasing from the device. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staplers jamming" was confirmed based upon the sample received. Initially, the staples were unable to release from the device. However, the staples started releasing and most of them were able to release. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined what prevented some of the staples from releasing. The stapler was returned with 25 staples left in the cartridge indicating that the stapler was fired at least 10 times by the end user. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
The staplers were jamming during patient use. There was no patient injury.